Event description:
It was reported to fresenius that the patient had experienced a drop in hemoglobin during treatment for an unknown reason. The nephrology department was inquiring about different possibilities for the drop in hemoglobin and initially assumed their was an issue with the fresenius dialyzer. The provided information stated that a critline was in use which alerted of the hemoglobin drop during the treatment. This was confirmed by a blood test. During follow-up with the nephrologist, it was reported that the patients received a blood transfusion (type and volume not provided) after the drop in hemoglobin. The transfusions are administered to the patients of the clinic at a dosage of 10cc per kilogram (patient weight not provided). It was confirmed that there was no adverse event, blood loss, serious injury or required medical treatment during the hemodialysis treatment itself. Many factors were being considered into the cause of the hemoglobin issue. The machine was not considered to have caused or contributed to the reported event. It could not be confirmed if the dialyzer caused or contributed to the issue. No additional details were readily available and attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: b2 (outcomes attributed to event), b3 (date of event) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the patient had experienced a drop in hemoglobin during treatment for an unknown reason. The nephrology department was inquiring about different possibilities for the drop in hemoglobin and initially assumed their was an issue with the fresenius dialyzer. The provided information stated that a critline was in use which alerted of the hemoglobin drop during the treatment. This was confirmed by a blood test. During follow-up with the nephrologist, it was reported that the patients received a blood transfusion (type and volume not provided) after the drop in hemoglobin. The transfusions are administered to the patients of the clinic at a dosage of 10cc per kilogram (patient weight not provided). It was confirmed that there was no adverse event, blood loss, serious injury or required medical treatment during the hemodialysis treatment itself. Many factors were being considered into the cause of the hemoglobin issue. The machine was not considered to have caused or contributed to the reported event. It could not be confirmed if the dialyzer caused or contributed to the issue. No additional details were readily available and attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Here is a temporal relationship between hemodialysis treatment utilizing unspecified fresenius dialyzers and the patient event of unexplained drop in hemoglobin with subsequent blood transfusion. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the dialyzer. The starting weight and hemoglobin of this patient is unknown. It is unknown if there was blood loss within the circuit during the treatment which would account for the drop in hemoglobin. Additionally, the medical history, medications, and hd prescription of this patient is not available. With so many unknown variables, the cause of the patient¿s drop in hemoglobin cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. An account number was not provided which prevented a search of recent shipment history to identify lot numbers delivered to the customer within the three months prior to the occurrence date. Therefore, a lot history review or production record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached. Therefore, the complaint is not confirmed.

Event description:
It was reported to fresenius that the patient had experienced a drop in hemoglobin during treatment for an unknown reason. The nephrology department was inquiring about different possibilities for the drop in hemoglobin and initially assumed their was an issue with the fresenius dialyzer. The provided information stated that a critline was in use which alerted of the hemoglobin drop during the treatment. This was confirmed by a blood test. During follow-up with the nephrologist, it was reported that the patients received a blood transfusion (type and volume not provided) after the drop in hemoglobin. The transfusions are administered to the patients of the clinic at a dosage of 10 cc per kilogram (patient weight not provided). It was confirmed that there was no adverse event, blood loss, serious injury or required medical treatment during the hemodialysis treatment itself. Many factors were being considered into the cause of the hemoglobin issue. The machine was not considered to have caused or contributed to the reported event. It could not be confirmed if the dialyzer caused or contributed to the issue. No additional details were readily available and attempts to obtain additional information were unsuccessful.